Event description:
It was reported that during a index surgery while using the instrument it was not assemble the mating implant. Subsequently, foreign debris was generated and the instrument was not usable. It was reported that the patient did not retain any foreign bodies.

Manufacturer narrative:
(B)(4). Medical product: item#: unknown, unknown dvr crosslock anotomic volar plate; lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.